Manufacturer narrative:
One tuohy borst introducer with 3 stopcocks and obturator were returned for examination. The reported event of introducer leakage could not be confirmed during the evaluation. The introducer was received with the obturator inserted. The obturator was removed, but the silicon gland and wiper gasket remained attached to the obturator. The rotating nut was not returned. Dry blood was evident in the introducer hub. The returned silicon gland and wiper gasket were re-attached to the introducer. The lab sample rotating nut was attached to the returned introducer. Leak testing was performed with and without 8f lab catheter inserted. No leakage was observed with and without the catheter inserted. The sheath body was free of visible damage. A review of the manufacturing records indicated that the product met specifications upon release. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint. Invasive procedures involve some patient risks. Although serious complications are relatively uncommon, the physician is advised, before deciding to perform the procedure, to consider the potential benefits in relation to the possible complications. In this case, the wiper gasket of this introflex introducer was found around the obturator when the obturator was removed from the introducer. This has the potential to embolize into the patient. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
It was reported that after insertion in subclavian vessel, the introducer leaked. Leakage occurred where the hemostasis valve and the sheath meet. The introducer was removed and replaced with a new introducer through the guidewire already inserted. There was minimal blood loss and no patient injury. The introducer was available for evaluation. Patient demographics were unable to be obtained.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.